Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and per the physician, the reported single leaflet device attachment was due to thin and friable leaflets (patient conditions). Image resolution poor was related to patient and procedural conditions as difficulties visualizing the clip during the procedure was reported due to patient anatomy and image quality/equipment. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4, an enlarged atrium and thin leaflets. An xtw clip (41009r1098) was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional xtw clip (40813r3007) was inserted and placed on the mitral valve. While deploying the clip, it was noted the lock line (ll) was difficult to removed. After troubleshooting, the ll was able to be removed. The clip was deployed, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.